Event description:
Device appears to be oversensing on the rv lead. Current egm illustrates pvc's without corres ndin vs marker. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).